Event description:
It was reported that when the devices were used during a laparoscopic gastric bypass, the devices fired once successfully, then misfired. The staple lines were not formed. The surgeon then completed the case by hand sewing the stomach.